Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is not getting accurate etco2 readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. No external damage or defects observed and the unit powered on and off using ac and battery power. A "module error" message appeared when the nomoline was connected to the capnography module. The device was able to obtain measurements with all the enabled parameters, except for etco2. The reported issue could not be duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is not getting accurate etco2 readings. No patient impact or consequences were reported.